Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.

Event description:
During a revision bha, cylindrical reamer was applied for curettage of the medullary cavity, but the reamer penetrated the fracture site leading to revision surgery, and a new fracture occurred.